Event description:
Revision surgery - body infection - not related to implant site.

Manufacturer narrative:
Very limited information received. Encore will continue to research this complaint. A follow-up report will be submitted when additional information is obtained.